Event description:
It was reported that the user became disconnected from the ilet infusion site and remained unaware until the user's caregiver observed it, after which the caregiver performed a tubing fill until drops were seen and then reconnected the infusion to the ilet. Blood glucose rose to 229 mg/dl while disconnected and decreased to 209 mg/dl after reconnection. Symptoms included hyperglycemia. Outcomes included no need for medical intervention and no hospitalization. Investigation included troubleshooting and education with confirmation that no device alerts or alarms occurred. Investigation of this case revealed user-related infusion disconnection with no evidence of device malfunction, and the system functioned as expected after reconnection and priming. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error related to an infusion site disconnection.